Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx was unable to pass op check for a pacer test. There is no indication of patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. Cold solder was found common to j5. After touching up the cold solder, the operational check passed. The available information is consistent with a malfunction of the power pca. The cause was cold solder common to j5. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.